Event description:
On 8/1/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user reported they were hospitalized after waking up vomiting with a bg level of 347 mg/dl. At the hospital, it was found that the cannula in the infusion set was bent. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user had received multiple high glucose alerts throughout the morning, indicating prolonged hyperglycemia. The user, who is spanish-speaking, was advised by the cds on the significance of these alerts and the importance of changing the infusion set when such alerts occur, even if recently changed. It was not reported what treatment the user received at the hospital.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/26/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device on the reported event date, the cause of the event cannot be determined. However, based on the case notes, it is likely that this hyperglycemic event was caused by an infusion set failure and a failure of the user to follow the ketone action plan. The user was appropriately re-educated.